Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was found broken after being uploaded into the applier with the sound of click.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73l1800478 was manufactured on 11/15/2018 a total of (B)(4) pieces. Lot was released on 11/27/2018. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. A loose clip was also returned. The cartridge and the loose clip were visually examined with and without magnification. Visual examination of the loose clip revealed that it exhibited a staggered break at the hinge. The cartridge contained two broken clips. The broken clips were manually removed from the cartridge. Both clips exhibited a pierced end hinge break, where they were broken at the area where the hinge and leg on the pierced boss side meet. The hook side of the clips were not returned. The clips breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Reference file anp1900074721 for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." Three clips were returned broken at the hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. A loose clip and one cartridge were returned. The cartridge was returned with two broken clips. The loose clip exhibited a staggered break at the hinge. The broken clips in the cartridge exhibited a pierced end hinge break. The clips breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that the clip was found broken after being uploaded into the applier with the sound of click.